Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to high blood glucose level. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.